Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing, and the impedance on the atrial pacing lead was beyond the expected upper range. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005; 305u225 tissue valve, implanted: (B)(6) 2012.

Event description:
It was reported that the right atrial (ra) lead impedance had jumped to a high level and a warning triggered. High thresholds were also noted. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, and date of birth. If information is provided in the future, a supplemental report will be issued.